Manufacturer narrative:
Four batteries were not returned for evaluation after several attempts. A review of the devices' incoming inspection records indicated that the units met the internal requirements prior to their quality assurance release process. The reported event could not be confirmed since log files were not available for analysis. Additionally, analysis of the devices could not be performed since the devices were not returned for evaluation. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. (B)(4) / 1650 / manufacturing date: 03/31/2016 / expiration date: 03/31/2017 / (B)(4). (B)(4). (B)(4) / 1650 / manufacturing date: 02/28/2016 / expiration date: 02/28/2017 / (B)(4). (B)(4). (B)(4) / 1650 / manufacturing date: 03/31/2016 / expiration date: 03/31/2017 / (B)(4). (B)(4).

Event description:
It was reported by the mechanical circulatory support (mcs) specialist that the batteries were simultaneously draining. This was witnessed by both mcs personnel and patient. There was no reported effect on the patient. The batteries have been retained by the patient as they live too far from the site, however, they are reported to be no longer in use. The patient did not report any controller alarms or loss of power to the system. It is not known how long the batteries lasted when connected to the controller. It is also not known if the patient has a history of charging the batteries before they are fully depleted. The issue resolved with the patient's spare batteries.  No further information was provided.